Manufacturer narrative:
The suspect device has been returned to olympus for evaluation. The device failed the electrical safety test, the bending section cover glue was worn, the key top 1 on the switch and the biopsy channel experienced wear and tear and the up and down knob on the control unit did not meet the specified value. Prior to the device evaluation, the device was sent out for additional cultural testing. All channels were sampled. The device tested positive for less than one (1) colony forming unit of unspecified micro-organisms. The obtained results are in conformance with the requirements. The customer provided the cleaning, disinfection, and sterilization process stating no pre-cleaning detergent is used and the automated endoscopic reprocessor (aer) used is soluscope series 4. The air/water channel and auxillary water channel were aspirated and flushed with water. The aer detergent is cln and the aer disinfectant is paa. The manual detergent is cln and no manual disinfectant is used. The instrument/suction channel, suction cylinder, and instrument channel port were brushed using albyn medical double brushes 180 cm manual brushes. The storage practice is using a plasmatyphoon drying unit, and olympus is the maintenance company. The cleaning, disinfection, and sterilization (cds) was performed by the customer. There was no patient infection. The hygiene microbiological investigation report indicated the channels of the scope were cultured and found under 1 cfu of microorganisms revivable at 30 degrees celsius. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.

Event description:
The customer reported to olympus, during routine testing, the evis exera iii colonovideoscope tested positive for 3 colony forming units (cfus) of klebsiella pneumoniae and 1 cfu of bacillus cereus. All channels were sampled. Sampling occurred at reprocessing, before use. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the distal end cap cover insulation was below the threshold, the bending section rubber glue was worn out, the up/down angulations were less than the specified value, and the biopsy channel and key top 1 showed wear and tear. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.